Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for evaluation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The capio-slim and monodek suture for sacrospinous fixation was being used and when the scrub practitioner loaded the needle and it was secured. But after introducing the slim they could not find the small needle. The patient's condition is unknown at this time.